Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed incoming functional testing for the ventricular heartwire. It was also noted that the battery contacts were contaminated, the ring was bent, the bail covers and ring cover were damaged, the battery release latch was sticky and the user knobs were damaged and sticky.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results.